Event description:
Patient reported left-side deflation. Healthcare professional confirmed. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left-side deflation. Healthcare professional confirmed. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed crease smooth opening on posterior assessed as fold flaw opening. Additional observations: crease fold observed. Wear abrasion observed. Brown particles inside of the fill channel.